Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump passed displacement test. The insulin pump has minor scratches to lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 164mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.